Manufacturer narrative:
This device is not available for return as it is currently still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient may have a possible infection. The field representative present at the patient's electrode revision procedure was unaware of infection. In addition, during the revision procedure the patient had a hematoma drained. The system is still currently in service. No additional adverse patient effects were reported.